Manufacturer narrative:
The company rep observed loud clicking noise. Noise was coming from the performance of drive solenoids. Replaced the assembly with manifold drive (part #(B)(4)). Blood tubing (part# (B)(4)) was also replaced as the tube was yellowed. Performed full calibration, functional testing and safety check to factory specifications and returned to customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp emitted an unusual noise during inflation and deflation of the iab. The pt was switched to another iabp and therapy was continued. No pt injury was reported.